Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient was overcorrected during a lasik procedure on the right eye. The patient noted very slight haziness in both eyes but was very happy. This haziness was reported to be edema post-operatively. The flap was lifted and the patient was retreated the same day. Issues are reported to be resolved three days later and patient continues to be happy. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).